Event description:
Surgeon had the patient prone for a cervical decompression using the radiolucent mayfield skull clamp (a2004) with the xr2 base unit. In the middle of the procedure, the system collapsed. After removing the drape, it was determined the center screw that goes through the skull clamp to hold it to the base unit snapped in two. Patient injury was reported. Revision/medical intervention was required. There was a delay in surgery due to product problem. Additional information has been requested. Linked to mfg. Report number 3004608878-2017-00213.

Manufacturer narrative:
This report with mfg. Report number 3004608878-2017-00220 is a duplicate of MDR report with mfg. Report number: 3004608878-2017-00213.